Manufacturer narrative:
Product has not yet been received by manufacturer, therefore, investigation report is incomplete at this time. A follow-up investigation report will be sent when completed.

Event description:
The event is reported as: circuit was not able to pass the ventilator leak test. Rt noticed the cap on the port at the wye may be the defective component. No patient injury reported.